Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The damaged door latch was identified during visual inspection. The cause of the condition was a broken latch. To correct the condition, the door latch was replaced. The device was serviced device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump bad a broken door latch. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available